Event description:
Pt was revised to address poly wear.

Manufacturer narrative:
The products were not returned for examination. The investigation was limited to info provided and no conclusions could be drawn about the reported polyethylene wear without the products to examine. Provided info stated products were not suspected of failing to meet specs. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.